Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implantable transvenous defibrillation lead and left ventricular pacing lead exhibited out of range impedance measurements. There has been no inappropriate therapy delivery, no pacing inhibition and no noise noted on the electrograms. The patient is also being treated for an infection.